Manufacturer narrative:
Other, other text: b5: updated to reflect additional information. H6: patient code updated to reflect code 2645.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One medfusion pump was received with a counterfeit top case, counterfeit supercap, a bottom case seal (lining) that was broken at some places and visible contamination. The event history log was reviewed and there were battery communication time out and battery not working messages several times. The biomed diagnostics monitor was used to check battery status. The reported issue was able to be duplicated during the power up process. The battery was defective due to normal use (6 years) and the battery readings were all at 0. The main battery was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery communication issue. There was no reported adverse event.